Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of death is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the available information, a cause for the reported death/expired, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The UDI number is unknown as the part and lot #s were not provided. The additional adverse patient effects are being reported on a separate medwatch report #. Literature: transcatheter mitral valve repair in cardiogenic shock and mitral regurgitation a patient-level, multicenter analysis.

Event description:
This is filed to report the deaths listed in the article. It was reported through a research article identifying the mitraclip that may be related to death, rehospitalization for heart failure, and unchanged mitral regurgitation grade. Details are listed in the article, titled, "transcatheter mitral valve repair in cardiogenic shock and mitral regurgitation a patient-level, multicenter analysis". This article was a compilation of results from 13 studies involving 141 patients.